Manufacturer narrative:
The device was returned for analysis. Entrapment could not be replicated in a testing environment as it was based on operational circumstances. The reported guide separation was confirmed. It should be noted that the electronic perclose proglide instructions for use (IFU) states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, the force applied due to resistance was circumstantial. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of vascular injury (unspecified tissue damage) is listed in the IFU as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with proglide devices was attempted in a calcified common femoral artery via 8fr sheath using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, two proglides were successfully placed, a third proglide was inserted; however, resistance was felt when attempting to remove the proglide device from the patient anatomy. Force was used to remove the device causing vessel damage and the device to separate where the silver and black parts meet. A cut down was performed, and a snare was used to remove the separated part of the proglide device and the unimpacted sutures of the preplaced proglides. The sheath was upsized to a 14fr and the aaa procedure was completed. A graft was placed to repair the vessel damage. The artery was sutured closed to achieve hemostasis. There was a reported clinically significant delay in the entire procedure. No additional information was provided.